Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-may-2023 h6: investigation summary it was reported, during use, a small piece of metal ends up in the medication vials. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. This product is made of 100% of plastic, there is no metal. It is specified to provide sterile needleless access into pre-slit septum IV systems and vials designed for needleless access only. A device history record review was completed for provided material number 303345, lot 1300449. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements, based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be offered.

Event description:
It was reported that the bd interlink¿ blunt plastic cannula was damaged, small piece of metal fell into the vial. The following information was provided by the initial reporter: his complaint is that when you puncture the vial with the cannula a small piece of metal falls into the vial which could be aspirated into the syringe and then be injected into a patient via IV access port. I did witness the small piece of metal sitting at the bottom of the vial after use with the cannula.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 1300449. D.4. Medical device expiration date: 30-nov-2026. H.4. Device manufacture date: 27-oct-2021. D.4. Medical device lot #: 1260085. D.4. Medical device expiration date: 30-nov-2026. H.4. Device manufacture date: 17-sep-2021. D.4. Medical device lot #: 2014695. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: 14-jan-2022. D.4. Medical device lot #: 2027209. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: 27-jan-2022. D.4. Medical device lot #: 1300450. D.4. Medical device expiration date: 30-nov-2026. H.4. Device manufacture date: 27-oct-2021. D.4. Medical device lot #: 2014990. D.4. Medical device expiration date: 30-sep-2027. H.4. Device manufacture date:14-jan-2022.

Event description:
It was reported that the bd interlink¿ blunt plastic cannula was damaged, small piece of metal fell into the vial. The following information was provided by the initial reporter: his complaint is that when you puncture the vial with the cannula a small piece of metal falls into the vial which could be aspirated into the syringe and then be injected into a patient via IV access port. I did witness the small piece of metal sitting at the bottom of the vial after use with the cannula.